Event description:
The user facility reported that a hose connection loosened and water leaked throughout the department and into the hallway. No injuries, procedural delays or cancellations or property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a loose clamp at the connection. He repaired the unit, ran test cycles and returned the unit to service. No further issues have been reported.